Manufacturer narrative:
No audio/beep anomaly noted. Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Device had broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was dropped and it is not functioning anymore. The customer blood glucose level was 168 mg/dl. The insulin pump screen was not coming on. Customer stated there was no damage to the pump aside from the long beep on the pump when he replaces the battery. The device will be returned for analysis.